Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a cardio mems device showed increased pressure, revealing a proximal type I endoleak. The following year, a palmaz stent was implanted to address the endoleak. The endoleak resolved and the pt is stable with no further complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. Please note additional device involved.